Event description:
It was reported that the right ventricular (rv) lead had oversensing with noise after someone fell on top of the patient¿s device area. The lead was capped and was replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009 419388 implantable pacing lead (B)(6)2006 5076-52 implantable pacing lead (B)(6) 2006. (B)(4).